Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. The DHR was reviewed and no anomalies that could be associated with the complaint incident were observed. The complaint was verified as valid. The root cause was identified as a loose cable connection on embedded pc cn5 connector and a defective touch screen assembly.

Event description:
A distributor reported that on an unspecified date, a demo lcx02d oxygen partial pressure (pto2) monitor was not working upon receipt at their office. The device did not boot up. Additional information has been requested but no other clinical information has been provided.